Event description:
It was reported that during a laparoscopic gastric bypass revision procedure the device was fired cross the duodenum. A blue reload was used in the procedure. After the device was fired and removed the staples were malformed. It is unk how the case completed. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.